Event description:
I performed an autopsy on a woman who was placed on a zoll autopulse mechanical CPR device by ems, as he was being transported to the hosp. This was a loaner device they were trying out. He was considered at the time to be a victim of heat stroke. There was no evidence of traumatic injury nor was there a history of such. I found at autopsy that this man had fractures of t4 through t6 with injury to the underlying spinal cord. In the right pleural cavity were 860 ml of blood which could only have come from the fractured spine. I do not know for certain it was the device that caused the fractures, and he did receive bystander CPR at the plant where he worked, but I thought I should let you know of the association. Diagnosis for reason for use: need for emergency CPR.